Manufacturer narrative:
The technician found the external alarm is broken. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported there is no audible alarm from the bed for any alarms including the bed exit. No patient injury reported.